Manufacturer narrative:
Date rec¿d by MFR : 22may2019. The unit was sent in for bench repair. Service technician replaced the printed circuit board assembly (pcba) motor control pca and the speaker and this resolved the issue. The customer confirmed that the unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. No phone number provided. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the reported condition could not be verified. The pse discussed the possible cause of the issue. The pse provided part numbers for the power management (pm), motor controller (mc) printed circuit board assemblies (pcbas) and central processing unit (cpu).

Event description:
The customer reported that the ventilator had a check vent alarm- backup speaker failed. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.